Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 4 of the bd nano¿ 2nd gen pen needle were unable to deliver medication. Report 2 of 2. The following was translated from portugese to english: patient gets in touch to make a complaint about bd ultra-fine 4mm needles (lot 2159727 fab (B)(6) 2027). He informs that during the last 28 days he noticed that 4 needles were clogged. Perform the flow test and check that insulin is not ejected. The last clogged needle was today (B)(6) 2023). There is no sample for collection, it has already been discarded. You cannot forward photos by email, as "it will be too much work". You want to replace the product.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone#: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 of the bd nano¿ 2nd gen pen needle were unable to deliver medication. Report 2 of 2. The following was translated from portugese to english: patient gets in touch to make a complaint about bd ultra-fine 4mm needles (lot 2159727 fab 07/2022 val 06/2027). He informs that during the last 28 days he noticed that 4 needles were clogged. Perform the flow test and check that insulin is not ejected. The last clogged needle was today (24/10/2023) there is no sample for collection, it has already been discarded. You cannot forward photos by email, as "it will be too much work". You want to replace the product.